Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate antitachycardia therapy and inappropriate defibrillation therapy due to noise on the right ventricular (rv) lead. Diagnostic imaging did not reveal any damage on the lead. The lead was capped and replaced on (B)(6) 2017 and the patient was stable following the procedure.